Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak after filling reservoir twice. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer state that o-ring inside the lip of the reservoir compartment was not missing. The self test was performed and passed. Pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instructions. The reservoir will be return for analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs(no transfer guards and no plungers returned). Using a new lab transfer guards and plungers; performed pre-fill test to reservoirs. No leaks were observed during analysis. Ran basal, bolus leaking test: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm insulin pump. Conclusion: reservoirs no leaks and no occluded.